Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery was at 36% and decreased to 12% in 5 months. A request was made to have data from this device analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction b5: describe event or problem: this device was explanted due to a therapy upgrade, no evidence of malfunction. The device exceeded the expected longevity.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery was at 36% and decreased to 12% in 5 months. Technical services (ts) explained that the device can sit around a plateau for a while an this percentage drop can be seen. This device was explanted almost 7 years after the implant due to a therapy upgrade and exceeding the expected longevity. No adverse patient effects were reported.